Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 458 mg/dl. The customer was treated with insulin through the insulin pump. The customer declined high blood glucose troubleshooting and said she will change the infusion set. The customer asked for replacements for the one that was pinched. The customer asked if the tube being clamped by the clip would be tht cause for her high blood glucose . The customer was advised that it might be a contributing factor. The customer is sending back one infusion set. The customer was advised to monitor blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.